Event description:
The lens exited the delivery device upside down into the patient's eye. The doctor could not manipulate the lens into the correct position and enlarged the incision to remove and replace the lens.

Manufacturer narrative:
See MDR 1920664-2009-00101 for the delivery device used with this intraocular lens.